Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm and was unable to increase pacer output. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report of "unable to capture the patient's heart rhythm" was attributed to poor coupling (continuity) of the electrode pads to the patient's skin. Review of the device logs confimred advisory messages related to high patient impedance. The device performed to specification. The customer's report of "unable to increase pacer output" was determined to be normal operation of the device. The clinicians were attempting to dial up the pacer output past 140ma in demand mode. However, the 140ma in demand mode, is the maximum output capability for the device. Analysis of reports of this type has not identified an increase in trend.